Manufacturer narrative:
Other relevant device(s) are: product ID: 3389-40, serial/lot #: (B)(4), ubd: 27-may-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the surgeon noticed the lead was broken in the packaging. Another lead was used, and the surgery was completed. There was no patient involved in the event.